Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the clave secondary port on the cassette of the tubing set broke off and an unspecified volume of chemotherapeutic agent leaked. The customer contact reported that an unspecified volume of the chemotherapeutic agent came in contact with an unspecified location on the nurse. The customer contact reported that the nurse was wearing personal protective equipment. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no add'l info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k865060. This report represents all the info known by the reporter upon query by hospira personnel.